Manufacturer narrative:
The report of driveline disconnect and backup battery fault alarms was confirmed through the analysis of the data log file retrieved from the returned system controller and was reproduced during testing. The retrieved log file contained approximately 2 days of data (dated 02apr2017 to 04apr2017, according to the timestamp). Starting at approximately 9:50 pm on (B)(4) 2017 the log file captured the driveline as being disconnected along with an active backup battery fault alarm. The system controller continued to record events until 10:02 pm when it appeared to have been disconnected from external power and powered down. The returned system controller was connected to a test power module 14 volt patient cable, power module, and system monitor and the system controller alarmed with a backup battery fault alarm, consistent with the reported event. A test pump was connected, but the system controller did not recognize the pump as being connected. The system controller continued to alarm with the backup battery fault alarm and did not operate the pump. The system monitor screen showed a "driveline disconnected" message. Additional testing of the returned system controller revealed damaged components on the printed circuit board (pcb) associated with motor phase 2 of the left ventricular assist system as well as an open fuse. Although the root cause of the damaged components could not be conclusively determined, based on previous complaint experience, the damaged components could have been a result of a potential driveline wire compromise. Additional testing of the system controller¿s internal backup battery also revealed an open fuse on the backup battery¿s pcb. The open fuse was replaced with a working component. Once replaced, the backup battery functioned as intended. Although the root cause of this damage could not be conclusively determined, the damage appeared to be related to the damage that was observed on the system controller. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. (Calculated from the date when the system controller was issued to the patient). The device was returned for analysis. Evaluation is not complete. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was changing power sources while at home, and the system controller produced a driveline disconnect alarm despite the driveline being connected to the system controller. The patient also reported a pump stoppage event, and that the system controller had been exchanged. No additional alarms had been reported after the system controller was exchanged. The patient was asymptomatic. The lvad clinician interrogated the system controller history, and a log file was submitted for review by the manufacturer¿s technical services team member. The log file confirmed the pump stoppage, and revealed multiple no external power alarms associated with both system controller power leads being disconnected from charged power sources. The log file also revealed low battery hazard alarms and a backup battery fault alarm. On (B)(6) 2017, the lvad clinician spoke with the patient and discussed utilizing appropriately charged external batteries, and maintaining and cleaning the battery contacts. No additional alarms or information has been reported.